Event description:
It was reported that after insertion, the 3-way stopcock in the kit was connected to the triple lumen catheter in the kit by way of IV tubing. The tubing was then flushed with heparinized saline solution when a leak was observed coming from the stopcock at the seam where it is bonded together, not the two open ends. As a result, the stopcock was replaced with another one from hospital inventory and used successfully. There was no delay in treatment, no pt death and no pt complications were reported. The pt outcome was normal.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.